Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on multiple occasions due to "issues with the pump". Additional information was not provided, and customer declined further troubleshooting with tandem technical support.